Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had no power. The customer tried to reboot the station, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer (fse) resolved an issue where the device would not power on while the half-height cubie drawer 3.2 auxiliary was connected. Fse replaced the controller board for drawer 3.2, and after replacement, no errors or failures occurred. The system functioned as intended after the field service engineer repaired the device.